Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient visited the hospital for a device check. Inappropriate atp therapy was observed due to noise on the atrial and ventricular channel. Non-sustained oversensing was also noted. Noise was not reproducible during myopotential testing. Programming changes were made; the system remains implanted.